Event description:
The rptr stated that she did back to back blood glucose testing, minutes apart, using separate fingersticks. She reported that her readings were 197, 62 and 183 mg/dl. No symptoms were reported. Two control solution tests gave readings of 186 and 176 mg/dl, in range.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8